Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds55-40, lot c2459614e (finished goods) and c2459309d (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation there were no ncs/tdos related to the finished goods lot, c2459614e or sterile sub-assembly lot, c2459309d. The patient is a 50-year-old male who had an amds-55-40 (lot #: c2459614e) implanted on (B)(6) 2023 at (B)(6) hospital, located in the (B)(6). The investigator responsible for the study is mr. (B)(6). Adverse event # 1 reports a vascular event described as ¿there is a definite interval change. The most striking and concerning new finding is increased low attenuation material around the ascending aortic graft. The combined true and false lumen is evidence of increase in relation to the distal arch, proximal and distal thoracic aorta¿ with an onset date of 07aug2023 and reported as ongoing. Additional details states ¿chest pain and CT showed there is definite interval change.¿ the event was deemed ¿probably¿ related to the amds device and ¿probably¿ related to the implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that may have caused or contributed to the event. The event led to a serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization¿ and ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was admitted to the hospital on (B)(6) 2023, surgical treatment (aortic arch stent) was provided, and the event was documented as ongoing. The patient was discharged from the hospital on (B)(6) 2023. The patient did not exit the study because of this event. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿aortic enlargement (e.g. Persisting flow in the false lumen)¿ is listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history record confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. There are no ncs/tdos related to the finished goods lot, c2459614e or sterile sub-assembly lot, c2459309d. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event, and the device remains implanted. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks¿. Based on the available information, a definitive root cause for this event cannot be determined. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received the protect patient experienced a vascular event on (B)(6) 2023. The event is described as chest pain and CT showed definite interval change. The most striking and concerning new finding is increased low attenuation material around the ascending aortic graft. The combined true and flase lumen is evidence of increase in relation to the distal arch, proximal and distal thoracic aorta. Per the adverse event report form this is (s)ae#1. The amds was implanted on (B)(6) 2023. The event began on 07aug2023 and is ongoing. The event was not expected. The event is probably related to the amds device and probably related to the implant procedure of the amds. A pre-existing condition or acute disease did cause or contribute to the event in the form of debakey type a dissection. The event did lead to a serious deterioration in health as in-patient hospitalization and medical or surgical intervention to prevent impairment of a body structure or function. Surgical intervention was repair or replacement of the ascending aorta/arch specifically the aortic root performed on (B)(6) 2023. The patient was hospitalized from (B)(6) 2023. This investigation is relegated to amds55-40, lot number: c2459614e with the allegation of interval change.

Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.